Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced both o2 and n2o sprockets and link chain to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction of the link 25 system causing a hypoxic mix in the patient circuit. There was no report of patient involvement.